Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint searches determined that there is increased complaint activity for the likely cause lot. A retained kit of architect anti-hcv reagent lot number 95371li00 was calibrated and met instrument specifications. All control values met control specifications. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the (B)(6) control were tested. The sensitivity panel values and (B)(6) control values met specifications. No (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing six commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 6215, hcv 6216, hcv 6224, hcv 6225, hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. Lot number 95371li00 detected the same bleeds as (B)(6) for the seroconversion panels in comparison to historical data. Based on this data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that an initial (B)(6) architect anti-hcv result of (B)(6) was generated for a patient sample that retested (B)(6) twice at (B)(6) for a final result interpretation of (B)(6). The sample tested (B)(6) using an elisa anti-hcv method. The patient previously tested elisa anti-hcv (B)(6) in 2016. No adverse impact to patient management was reported.